Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: review of the black box data revealed unexplained power on reset events post call service 054 alarm. The returned battery cap had stripped threads and the battery compartment was cracked. The damaged cap was no able to maintain electrical connection for testing; the power complaint was duplicated using the returned, damaged battery cap. A test battery cap was able to secure properly to the pump for testing. With the test battery cap in place, the pump powered on and was exercised for 24 hours without loss of power. The pump records reflected the pump was delivering accurately as programmed. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018 the patient contacted animas alleging the patient initiated a 911/emergency protocol. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. Reportedly, the pump was alleged to have an intermittent power issue. The reporter alleged the battery compartment was also cracked. This complaint is being reported because the alleged intermittent power issue may have caused or contributed to the alleged 911/emergency protocol.